Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps instrument was observed to have a broken conductor wire (black). The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps. The instrument was found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged an the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. Common causes of dislodged instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing. Intuitive obtained additional information. Instrument was inspected prior to use. There was no damage out of the ordinary. There was no loss of cautery. There was no sign of thermal damage. There was no arcing observed. Instrument did not collide with other instruments. There was no fragment that fell inside the patient.